Manufacturer narrative:
Unit received missing display window cover, cracked select button keypad overlay, keypad overlay texture damage and minor scratches on lcd window. Unit received with bleeding lcd glass. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is damaged and the plastic panal above the display has come off. Customer's blood glucose was unknown at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.